Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 531 mg/dl at the time of the call. The customer stated that there was bleeding at the site when they changed their reservoir and infusion set. The customer was kept on the line until their blood glucose came down to 396. The customer was advised to keep checking their blood glucose to make sure it was dropping to a normal number. The customer declined trouble shooting the issue. The customer was advised to call back to trouble shoot if the issue with the alarm occurred again. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.